Manufacturer narrative:
The pt was reported to be symptomatic. The target lesion site was not provided but was in the pt's left carotid artery system. The target lesion was reported to be: a 99% stenosis, moderately calcified circumferentially, mildly tortuous, and thrombus present. The lesion was not pre-dilated. An angioguard embolic protection device was inserted, but the physician was unable to cross the target lesion with the device. An evs embolic protection device was used. Two precise stents were implanted: a precise 8 x 30 mm, and a precise 5 x 30 mm stent distal to the target lesion. The residual stenosis was 0%. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the study indicated that during an interventional endovascular procedure for carotid stent placement, the pt experienced a dissection distal to the implanted precise 8 x 30 mm stent. The dissection was treated by implantation of an add'l precise 5 x 30 mm stent to stabilize the dissection. There was no reported product malfunction or associated major adverse event (mae). The pt did not have any neurological deficit upon leaving the angiography suite. Additional info has been requested.